Manufacturer narrative:
Imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
Note: this report pertains to the first of two speedband superview super 7 used in the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic ligature procedure performed on (B)(6) 2022. During the procedure, the bands could not be deployed. A second speedband superview super 7 was used; however, the same problem happened. "It felt like turning the rubber band release was met with resistance, as if the device was trying to release several rubber bands at the same time." It was confirmed that the bands just moved from their position, but the bands were still within the ligator. The procedure took longer, and the patient had bleeding from the esophageal varices. It was unknown how was the bleeding stopped but it was confirmed that the procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the devices. There were no patient complications reported as a result of this event.